Event description:
During an atrial fibrillation procedure, air leaked from the sheath. The dilator was inserted through the guidewire, and then the sheath was inserted. When an air was removed after removing the guidewire and dilator, air was aspirated intermittently. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a leak could not be conclusively determined.